Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device was subsequently explanted for normal battery depletion and was returned for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD), slipped and fell, and device evaluation was performed. Review of the device data identified an inappropriate shock due to t-wave oversensing which was thought to have caused the fall. Exercise testing was performed while the patient was cycling. There was no bundle branch blockage (bbb) noted and the patient's rate was 135 bpm. After the testing, the device was programmed to primary vector. However, the patient received another inappropriate shock while cycling. The rate was 150bpm and the arrhythmia was converted with the shock. A review of this episode showed the rhythm did change from narrow complex tachycardia to wider complex with opposite deflection. A boston scientific sales representative suspects the patient has a rate related bbb. A boston scientific technical services consultant analyzed the diagnostic s-ICD data from latitude. The consultant attempted to simulate four episodes with original reference s-ECG versus the new reference s-ECG with widened complex. The widened complex s-ECG did worse while smart pass was on in comparison to the original template with smart pass on. Further simulation was performed with smart pass on versus smart pass off for the patient episodes. The consultant observed that smart pass off performed better in these episodes; which is uncommon. Therefore, the additional exercise testing was suggested, and re-programming should be considered. No adverse patient effects were reported.